Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had turned off and was blank. It was indicated that the main printed circuit board (pcb) was damaged and was out of specification electrically. It was also indicated that the display wires were pinched, and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went asystolic while they were connected to the external pulse generator (epg). It was noted that the epg had turned off and was blank. The epg was unable to be turned back on. The patient was paced external defibrillation and another epg was successfully placed and used on the patient. The clinic was unable to recreate the issue with the epg. The epg is expected to be returned for service but the current status is unknown. No further patient complications have been reported as a result of this event.